Event description:
One of the respiratory therapists had difficulty with several pulse ox probes over the weekend. After troubleshooting a monitor in sicu (surgical intensive care unit) and changing out the cables, several of these were pulled and tried on one of our portable pulse oxy machines and are not working - sensor error.